Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. It was reported that the customer experienced an elevated blood glucose (bg) over 600 mg/dl with ketones that we identified as dangerous by a healthcare provider. Customer received assistance from school nurse who gave a manual correction injection to address bg. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.